Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 3006705815-2024-00583. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the leads were explanted and one lead was replaced. Reportedly, patient has effective therapy.